Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, it is alarming inop. The customer reported that there was a patient involved when this issue occurred. The customer stated there was no patient harm or injury.